Event description:
It was reported that this pacemaker migrated after not being stitched in to the pocket at implant. This device migration led to right atrial (ra) lead and right ventricular (rv) lead damage due to stretching of the leads. Subsequently a cardiac resynchronization therapy defibrillator was placed as part of device upgrade, as well as a new ra lead and rv lead. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this pacemaker migrated after not being stitched in to the pocket at implant. This device migration led to right atrial (ra) lead and right ventricular (rv) lead damage due to stretching of the leads. Subsequently a cardiac resynchronization therapy defibrillator was placed as part of device upgrade, as well as a new ra lead and rv lead. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned for analysis. The conclusion code was updated to failure to follow instructions, as the information in the complaint indicates the device was not stitched in the pocket at implant. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that this pacemaker migrated after not being stitched in to the pocket at implant. This device migration led to right atrial (ra) lead and right ventricular (rv) lead damage due to stretching of the leads. Subsequently a cardiac resynchronization therapy defibrillator was placed as part of device upgrade, as well as a new ra lead and rv lead. No additional adverse patient effects were reported.